Manufacturer narrative:
Correction:(UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while stapling the pouch of the stomach, the stapler was able to fire but the staple looked jagged/oozing. The reload came apart, the staple portion of the cartridge separated from the metal/bottom part, when it was unloaded from the loading unit. There was no patient injury.